Event description:
The customer reported that the insulin pump failed to rewind. The caller stated that the reservoir was changed with 170.0 units of insulin while connected. The customer is concerned that she may have received close to 90.0 units if insulin. The customer stated that the new reservoir was removed from the insulin pump and had approximately 80.0 units of insulin. Initially, her blood glucose was 308mg/dl, but during the call her glucose level went up to 335mg/dl. The customer had eaten a honey bun and 15.0 grams of carbs. During the call, the prime history was reviewed and no rewinds were registered. Instructed the daughter to take the customer to the emergency room. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.